Event description:
It was reported that the pump had force sensor failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was counterfeit, the right / left plunger cases were cracked, the bottom case was cracked, and ear clip was worn out. Event history log showed: invalid syringe size. Power up process was performed and force sensors were checked and tested: unable to repeat or duplicate or verify customer reported problem, force sensor reading and working as intended. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): replaced plunger cable for preventive measure, performed force sensor and all other device functional test; device passed.